Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis confirmed high lead impedance and no pacing output. This was due to a deformed nanoconnector pin that was part of the ventricular sense pathway. Contact resistance was increased between the pin and socket due to the deformation in the bifurcated pin structure. The reduced contact force made the connection susceptible to both movement and oxide formation over time on the pin/socket surfaces. This resulted in the observed loss of output and high lead impedance.